Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system experienced defective catheter tips. The following information was provided by the initial reporter: this is a home infusion customer that is reporting multiple instances of "no flash" with multiple lots. Also noted two with "defective" tips.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: (B)(6) 2021 h6: investigation summary : bd received 14 representative samples submitted for evaluation. The reported issue was not confirmed upon testing and examination of the samples. Since the reported failure was not confirmed a root cause cannot be established. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Corrective actions have been initiated to investigate this type of incident and to identify the root cause. CAPA 3248335 has been initiated. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system experienced defective catheter tips. The following information was provided by the initial reporter: this is a home infusion customer that is reporting multiple instances of "no flash" with multiple lots. Also noted two with "defective" tips, 1.